Event description:
We faced 2 types of issues with the staplers: staples not fired, staples not closing.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer returned four unopened representative samples of 528135 visistat 35r 6/box for investigation. The same four units were returned for both tc#(B)(4). The packaging of two staplers was observed to be broken. A nonconformance has been opened to further investigate the broken packaging issue. The packaging defect is unrelated to the defect of "misfire/jam-staples not forming/closing" reported by the customer. Initial visual examination of all four returned samples revealed that the staples appeared properly aligned. Upon functional inspection of the first stapler, two staples were fired successfully. To simulate skin insertion, four staples were successfully inserted into a simulated skin pad. The next staple would not form correctly on the skin pad. The following staple also did not form and close correctly and was removed from the stapler. At this point, the staples became misaligned. The misalignment of these staples prevented the staples from firing. Manual realignment of the staples was attempted; however, the rail was pulled too far back. The first representative sample was rendered unusable due to operator error during the staple realignment. A functional inspection was also performed on the second and fourth representative samples by attempting to fire staples from each returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was released. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. No defects were observed for the second or fourth staplers. A functional inspection was performed on the third representative sample by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple did not form and close properly. The reported defect for tc#(B)(4) of "misfire/jam-staples not forming/closing" was confirmed. On the second attempt, the staple was able to form properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The stapler was unable to fire staples consistently. Several occurrences of the trigger being fully engaged without releasing staples were encountered. A total of six staples were fired and were able to engage and close into the simulated skin. The reported defect for tc#(B)(4)of "misfire/jamming - staples not firing" was also confirmed. It appears that the misalignment of these staples prevented the staples from firing. The sample was returned to the manufacturing site for additional evaluation. The reported defects were confirmed by the manufacturing site. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the third of four representative samples received. Upon functional inspection, the first staple did not form and close properly. The stapler was unable to fire staples consistently. Visual examination revealed that the staples became misaligned. It appears that the misalignment of the staples prevented the staples from firing properly. The sample was shipped to the manufacturing site for further evaluation. At the manufacturing site, the defect was confirmed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
We faced 2 types of issues with the staplers: staples not fired, staples not closing.